Event description:
Reported via clinical study. It was reported prolonged hospitalization occurred. It was reported that a faradrive steerable sheath clear was selected for use along with a watchman fxd curve access system to complete a concomitant pulse field ablation and left atrial appendage closure procedure. On (B)(6) 2025, the patient developed persistent oozing from both groin puncture sites. The issue was initially managed with pressure dressings and considered resolved on (B)(6) 2025. It was further reported that on (B)(6) 2025, the patient was hospitalized following continued oozing from both groin puncture sites since the night of (B)(6) 2025 and was evaluated in accident and emergency. On the evening of (B)(6) 2025, the bleeding from the left groin puncture had stopped, while the right groin puncture site had slow oozing. There was no obvious hematoma present, and the area was non-tender during the evaluation. Pressure dressing and a sandbag were applied to the right groin and keep observe. On the evening of (B)(6) 2025, a mild active bleeding episode occurred at the left groin puncture site, a pressure dressing and sandbag. Vascular circulation in both legs remained normal. On (B)(6) 2025, a subcutaneous hematoma measuring approximately 3cm x 3cm was observed under the skin of the right groin, and a mild fever of 37.7 celsius. Blood laboratory tests were completed. Hemoglobin levels showed a progressive decline from 10 to 7.3, and aspirin and edoxaban were withheld on (B)(6) 2025. Following continued pressure dressing and sandbag application, bleeding from both groin puncture sites were stopped. Then aspirin and edoxaban were resumed on (B)(6) 2025. The patient remained stable and was discharged on (B)(6) 2025.